Event description:
It was reported in a clinical study that during an x-stop procedure at l3-l4, the treating surgeon noted that the implant at l4-l5 was partially in the way. The treating surgeon was able to implant the device at l3-l4. The surgeon reportedly noted that the tip of the spinous process at l3 was fractured. The pt was reported to be asymptomatic and no treatment was rendered.

Manufacturer narrative:
Follow up with reporting investigator site. The filing of this report does not constitute an admission that any device discussed herein caused or contributed to a reportable event.